Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a disposable interlock alarm. The device microswitch could be defective as well. There was no report of patient involvement.

Manufacturer narrative:
D3: corrected. H6: updated. H3: one device was received. Device was visually and functionally tested and the customer reported issue was able to be verified. The cause of the issue was found to be a defective micro switch. The micro switch was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.